Event description:
The hospital reported battery failure during pre-use checkout that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare tech support representative confirmed the reported issue. The battery was recommended for replacement to resolve the issue. No report of patient involvement. (B)(4).